Manufacturer narrative:
B4: 22sep2021. Multiple attempts were made to obtain information regarding repair and operational status with no response from the reporter and cannot be determined. If additional information is later obtained, a supplemental report will be submitted.

Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact.

Event description:
It was reported to philips that the device powers on, but the display is blank. The device was not in clinical use at the time of the event. There was no report of patient or user harm/impact. The device was evaluated by the customer with assistance from a philips remote service engineer (rse). The customer stated the power management pcba was already replaced under field change order. The rse advised the caller it is suspected the user interface pcba is the issue and provided part information to order a replacement.